Event description:
Caller states the patient tested 5.6 inr (via venous sample) and 5.6 inr (via capillary sample) on the coaguchek xs system while a comparison lab returned as 4.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Th event occurred in (B)(6).